Event description:
Customer states that had some kind of over load error during case had to reboot. No pt injury was reported.

Manufacturer narrative:
The service rep cleaned and regreased candles, tighten loose lemo connector, and checked battery voltage, cleaned tube filter which was full of lint. Could not duplicate the error. Tested system in hlf and cine runs with no errors. System is operating as intended.